Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the gantry door would not close. Dingus was re-positioned and the issue resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the imaging system could not be opened from around the patient. While re-positioning, the site may have hit an arm board with the imaging system. It was reported that the site were able to pry it open. After the procedure, the imaging system will not fully close. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No known impact on patient outcome.